Event description:
It was reported via fax that tego connectors were unable to flush or aspirate even after attempting to remove and re-attach syringe to connector, and experienced arterial pressure alarms. When patient tried to flush arterial line, it was unable to push saline until tego connector was removed from the arterial port. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).